Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a corail total hip replacement on (B)(6) (we were not made aware of this issue until today) where the hydroxiappetite (ha) coating on the corail stem began to chip off while being inserted into the patient. Stem is implanted but there was no surgical delay and no adverse patient outcome. No further information is available. No replacement required. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of? None. Device in possession of? None. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.? True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.